Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not confirm the reported event. No defects were found when the device was tested. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device intermittently powered on and off and there was no image. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to correct information provided in the initial report, to provide additional information received regarding the reported issues, and to provide the results of the legal manufacturer's investigation. Corrected information provided in section b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, since the reported issues were not confirmed or duplicated during the inspection and testing of the returned device, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received regarding the reported issues: the subject device is an olympus demonstration unit. The reported issues (intermittently powered on and off, and there was no image) occurred during installation of the device. There was no patient involvement. The device was not used during any procedures.